Manufacturer narrative:
Correction information was provided in d.10. Additional information was provided in h.3 and h.11. A qualified handpiece and viscoelastic were indicated. The lens information was not provided. It is unknown a qualified lens model/diopter was used. The company iii (d) cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. It is unknown if a qualified lens model/diopter was used. The instructions for use (IFU) instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, two iols were damaged when injecting the iol with the company injector. One of the iols had to be exchanged. There was no patient harm reported. Additional information has been received stating lens loaded into the cartridge correctly but when implanted into patient the lens appeared to be stress cracks along the edge of the lens. As per surgeon¿s prognosis stress cracks should case no issues. The surgery was completed on same day with no additional concerns or patient harm and implantation went well, lens left implanted.

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.